Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 445 mg/dl at the time of the report. Troubleshooting was performed. The displacement test passed. The customer was new to insulin pump therapy and may have changed her infusion set without properly rewinding and priming the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.